Manufacturer narrative:
On april 18, 2023, the mentor failure analysis lab has received the device for evaluation. Paperwork received with the device indicated that the patient underwent bilateral removal without replacements. Additionally, the patient's date of birth was updated. The appropriate field has been updated. On april 27, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2023, mentor was notified that the patient underwent bilateral replacement with 375cc mentor memorygel xtra breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain. Subsequently, she was diagnosed with a ruptured right breast implant during an in-person visit with a medical professional and confirmed using magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2023.